Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative reported the following: the customer provide it's own maintenance and repair services to their machines. On (B)(4) 2014 the company representative visited bgmc and met with (B)(4) in biomed, and she services the pumps. She stated she replaced the purge manifold assembly k3/k5. Unit still in service. The complaint is still under investigation. A company representative will contact the customer for further details. A supplemental medwatch will be submitted if new info becomes available. (B)(4).

Event description:
The customer called in stating they had just inserted a mega 50 and all connections tight (on set-up) but when they pushed start it showed autofill failure. They had done all the appropriate troubleshooting and still getting the same alarm. Pt was switched to another unit, and the alarm didn't appear. No pt injury reported.